Event description:
It was reported that the right ventricular (rv) lead had increasing, unstable, and high thresholds. The rv lead also had increasing and high impedances. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.